Event description:
Boston scientific received information that the field representative contacted boston scientific technical services (ts) to discuss that the patient was hospitalized due to a fall that occurred for an unknown reason. It was noted that the patient fell on a lamp and has burns on her arms due to the broken light bulb. Review of the daily measurement showed no significant findings, however, it was noted that the atrial and ventricular impedance measurements were not recorded two days earlier and there were no ventricular tachycardia or atrial fibrillation events in the logbook for that day. The device interrogation revealed normal diagnostics. It was also noted that the patient is not pacemaker dependant. Ts advised to have a memory data disk sent in for analysis. The field representative presented ts suggestion to the hospital staff, however ,no further action was taken. The field representative stated that his is unaware of any programming changes and a save to disk will not be sent in at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.